Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2011 product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4) ,product type: recharger. (B)(4).

Event description:
It was reported the stimulator shocked the patient. It was in the right foot and they could control the shocking by pressing on the battery. The patient had pain in the right foot. No outcomes or interventions were reported regarding this event. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that the battery had reduced capacity due to overdischarge. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from the manufacturer representative. The device was explanted. There was no patient injury and the patient recovered without sequela after the device was removed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.